Event description:
Severe pain in her knee [knee pain]. Case narrative: initial information received on 30-apr-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of united states under reference number mw5085836. This case involves an unknown age female patient who experienced severe pain in her knee, after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the dosage of 8 mg/ml for unknown frequency via intra-articular route (batch/lot number-unknown; there will be no information available on the batch number for this case) for unknown indication. On (B)(6) 2019, patient experienced severe pain in her knee after working out in the knee in which she received hylan g-f 20, sodium hyaluronate injection. Final diagnosis was severe pain in her knee. Corrective treatment: not reported for severe pain in her knee. Outcome: unknown for severe pain in her knee. Seriousness criteria: medically significant for severe pain in her knee.